Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated in two pieces. The guidewire shaft was examined for any damage or irregularities. It was noticed that the device was separated when returned. The proximal end of the shaft measured 184cm. The distal end measured 10cm which is the total length of185cm. The tip also showed stretched coils. No other damage or irregularities were noticed. The sensor port was clear of any material. Functional testing of the device could not be completed due to the separation of the shaft. Materials testing analysis characterization (mtac) testing was performed on the returned device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The comet pressure guidewire was selected to take pressure measurements across multiple vessels. The first vessel, right, was tortuous with a severe bend. The next two left vessels with diagonals were very calcified. The fifth vessel was the most calcified and hard to cross. The wire crossed after focused pushing but the physician could not feel the feedback and it as noted that the wire has fractured in the guide catheter. The broken wire was removed with the guide catheter using a balloon trapping technique. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. The comet pressure guidewire was selected to take pressure measurements across multiple vessels. The first vessel, right, was tortuous with a severe bend. The next two left vessels with diagonals were very calcified. The fifth vessel was the most calcified and hard to cross. The wire crossed after focused pushing but the physician could not feel the feedback and it as noted that the wire has fractured in the guide catheter. The broken wire was removed with the guide catheter using a balloon trapping technique. No patient complications were reported and the patient status was stable.